Manufacturer narrative:
(B)(4). The initial medwatch report indicates: device manufacture date - 04/08/2014. The initial medwatch report should have indicated: device manufacture date - 04/22/2014. Supplemental information: physio-control further evaluated the removed system pcb assembly in the failure analysis center. The cause of the reported issue was due to a thermally sensitive integrated circuit chip, designator u15.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device was losing the ECG tracing when using the paddles lead. The ECG tracing was disappearing after approximately one (1) hour of use. The customer also indicated that the service indicator was illuminated and the device had logged two event codes. The device would not have the ability to deliver defibrillation therapy using AED mode without a tracing in paddles lead. There was no patient use associated with the reported issue.